Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) blood in/on helix/lobe mechanism (sleeve head); (B) (4) full lead.

Event description:
It was reported there was difficulty positioning the lead. Repositioned twice. The helix would not extend. It was removed and not used. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.